Event description:
Procedure: lap gastric bypass. According to the reporter: when the surgeon inserted the laparoscope into the visiport, the tip of the visiport fell apart. A piece of the yellow shipping wedge fell into the patient and was retrieved. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes.

Manufacturer narrative:
(B)(4).